Manufacturer narrative:
The insulin pump was receive with no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. However, the insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she went into the ocean with the insulin pump. Customer stated the display went blank immediately after exposure to moisture. Blood glucose value is unknown. Customer was advised to revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.